Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per the patient at-home guide, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that the caregiver (cg) switched the final bag and heater bag when an alarm occurred. The customer contacted baxter's service center regarding an alarm, which occurred on the homechoice (hc) during fill 5/6. The patient was connected. The heater bag was full and all the other supply bags and final bag was empty. The cg had switched the final bag and the heater bag when the alarm occurred. The final bag was originally connected to the heater line. The home patient (hp) was to notify the peritoneal dialysis registered nurse (pdrn) before completing therapy via manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.